Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous result for glucose (glum) for one (1) patient sample assayed on a unicel dxc 600i synchron chemistry analyzer. The erroneous glum result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges at the time of the event. The customer reported that a repeat glum analysis was performed on the patient sample. A higher result was obtained.

Manufacturer narrative:
A field service engineer was dispatched to the customer's site. The fse observed an abnormal vertical step change in the modular chemistry (mc) crane assembly. The fse replaced the level sense bead, smart module 52 for the mc crane mechanism, and the obstruction detection transducer. The fse adjusted the mc sample probe alignments. The fse verified all repairs per established procedures. This MDR is related to the following mdrs which have been reported: MDR 2050012-2012-00500, MDR 2050012-2012-00502.